Event description:
Surgeon pre drilled a pilot hole on humeral head to arthroscopically repair rotator cuff tear. He attempted to insert a panalok anchor at a difficult angle. He applied strong pressure on the inserter and the metal pin fractured. He was unable to locate the pin under direct observation or with the assistance of a c-arm fluoroscope. Surgeon is unsure if the pin remains in the shoulder.